Manufacturer narrative:
The device has not been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Report received form the USA stating that the device experienced an unspecified malfunction during surgery. No injury or medical intervention was reported. There was no additional information provided.